Event description:
Updated summary: as per additional information received, the event involved product(s) mmt-1884, mmt-7841zn, mmt-332a and unomedical, mmt-7040a. The customer was using the auto mode/smart guard feature at the time of the event. Also, customer was using the insulin pump system within 48 hours of reported event. No product return is required for mmt-7040a.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in sections below with this follow-up report. 1. Section a4 - patient weight updated 2. Section b5 - updated the summary 3. Section d10 - concomitant product added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
"It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetes ketoacidosis. Customer was hospitalized for the treatment. Customer also reported issue related to loss of communication between pump and transmitter. Customer reported blood glucose value of 527 mg/dl. The event involved product(s) mmt-1884, mmt-7841zn, mmt-332a and unomedical. Troubleshooting was performed. Customer requested assistance to set up smart guard. Customer experienced symptom related to nausea. It was unknown if customer was using the auto mode/smart guard feature at the time of the event. It was unknown if customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-1884, mmt-7841zn, mmt-332a and unomedical.